Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: rinato, guide catheter: hyperion, stent: xience alpine. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The xience alpine 2.75 x 23 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric, and de novo first diagonal artery that was 90% stenosed. An unspecified xience alpine stent was implanted in the proximal left anterior descending artery when plaque shift occurred at the entrance of the first diagonal. A 1.5 x 12 mm rx tenku was being used to dilate the vessel when the balloon ruptured on the first inflation after 10 seconds at 6 atmospheres. A non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.